Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0012033761); product type: 0195-heart valves section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-dilation was performed using a 21mm true balloon. During final release, the valve dislodged slightly. However, while retracting the nose cone of the delivery catheter system (dcs), the valve became fully dislodged. A second pre-dilation was performed using a 22mm true balloon. A second valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient's heavily calcified annulus extending to the left ventricular outflow tract (lvot) contributed to the dislodgement. The deployment starting point was at the bottom of the pigtail. The valve dislodged aortic. Prior to the deployment, the implant depth was approximately 3 millimeter (mm) on the non-coronary cusp (ncc).

Manufacturer narrative:
Image review: two static images and three media files were provided for review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to the implant attempt. During the deployment attempt, the valve appeared to be significantly under-expanded. If a valve is under-expanded: remove the system, perform pre-dilatation, and implant new valve with a new delivery system. Despite significant under expansion, the valve was released. It was reported that the valve dislodged during retracting of the nose cone. Nose cone removal was not captured and provided for review. Of note, caution is needed while withdrawing the delivery catheter system to minimize interaction with the valve frame. As stated in the instructions for use, potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. The partial patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 74.9 mm with a perimeter derived diameter of 23.8mm suggesting a 29 mm valve. The aortic annulus had focal calcification extending to the left ventricular outflow track. Conclusion: dislodgement of the valve by the delivery catheter system (dcs) distal tip is related to operator technique or experience; the device instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. The images from the procedure did not capture the dislodgement event; however it was noted that the valve was significantly under expanded when released from the dcs. If a valve is under-expanded: remove the system, perform pre-dilatation, and implant a new valve with a new delivery system. Events of this type do not indicate a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.